Event description:
The customer reported observing a leak coming from the left fitting on the white blood cell (wbc) bath of the beckman coulter coulter lh 750 hematology analyzer while inspecting the instrument after recovering a high background count. The leak was contained within the instrument and no exposure or injury was reported. The customer was wearing personal protective equipment consisting of gloves and a lab coat during the event. No erroneous result was generated and there was no affect or change to patient treatment. Beckman coulter field service engineer (fse) determined that the leak was caused by the bath not being seated properly on apertures.. The fse reseated the bath and the instrument was verified. However, the bath was replaced as a preventative measure as the electrode was worn. Repairs were verified and results met published performance specifications.

Manufacturer narrative:
Evaluation: results: bath. (B)(4).